Event description:
The patient received his scs system on (B)(6) 2011. During a surgical procedure to add another lead for further coverage, it was reported the physician noted the sutures had broken through the ipg header. The physician used the anchors to secure the device in place and completed the procedure as intended. The patient reported good coverage post-operative and no further patient complications.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.